Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) has leaking issue". No patient injury or complication reported. It was reported the device was replaced. The patient condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed. The catheter body and all three extension lines were intentionally severed by the customer. This is evident as the edges on all the cuts are smooth and uniform. The severed portion of the catheter body was not returned for analysis. Visual analysis did not reveal any defects or anomalies. The catheter body measured 193mm, which indicates that at least 14mm of the extrusion had been severed and was not returned for analysis (per the catheter graphic). The distal extension line outer diameter measured .087", which is within the specification limits of .084"-.088" per the extension line extrusion graphic. The distal extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. All three extension lines from the returned catheter sample were attached to the leak tester. With the distal ends clamped, the extension lines were pressurized to 300kpa for 30 seconds. No leaks were observed on any of the extension lines. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. One potentially relevant finding was identified. A total of 3% of the distal extension line batch were scrapped during manufacturing due to a defect with the molding process of the luer hub to the extension line. Despite this, it cannot be determined if these two issues are linked. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a luer hub/fitting connection leak was not confirmed through complaint investigation. Visual analysis did not reveal any relevant findings with any of the returned luer hubs, nor the extension line extrusions. The distal extension line met all relevant dimensional and functional requirements. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (brown head) has leaking issue". No patient injury or complication reported. It was reported the device was replaced. The patient condition is reported as fine.